Event description:
It was reported that a pt underwent a pelvic floor repair procedure on an unk date. The pt did well until about one week post operatively when the pt experienced severe pelvic pain and was tender to vaginal palpation. Thorough evaluation with CT, urine cultures, and other undefined testing were all negative. The pain did not resolve and the pt consulted with a gynecologist who was trying a few conservative measures and then, possibly going to remove the device. Additional info has been requested.

Manufacturer narrative:
(B) (4) - pain occurred: conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.